Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motion sensor test failure. The blood glucose level of the customer was unknown. The customer was able to clear the alarm but unable to rewind the insulin pump. Troubleshooting was not performed as the insulin pump un-configured and was not working. The insulin pump will return for analysis.